Event description:
Information received indicates the head section has come out of the guide extrusions and is not working.

Manufacturer narrative:
The technician replaced one extrusion and repositioned the head section to repair the bed.